Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was having difficulty filling his reservoirs. Blood glucose was 168 mg/dl. The product will be returned for analysis.

Manufacturer narrative:
Evaluated two open/used reservoirs. Inspected and checked o-rings/stopper groove for anomalies none were found. Ran basal, bolus leaking test : reservoirs filled with diluent and connected to a new infusion sets, installed reservoirs and connector into paradigm insulin pump. Conclusion: reservoirs not leaks. Also checked reservoir snap-caps width dimensions. Using a new lab infusion set connected reservoirs and found easy to connect/release.